Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110. The cause for the failure was isolated to corrosion on inter-pca connectors j1000, j1002, and j1003. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 110 (overvoltage cleared, no energy).